Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited no tachycardia response and failed to deliver high voltage therapy. The patient condition was unknown. No further information was reported on this event.

Event description:
New information noted the patient presented remotely via merlin.net. Review of the transmission found the patient's arrhythmia fell into the monitor zone which prevented high voltage therapy from being delivered. Programming changes were implemented. There were no patient injuries reported.